Event description:
During the first blood draw from plasma donor staff noticed air pulled into the system that they believe originated from the hub/epoxy area of the needle. The blood draw was not returned to donor resulting in ebl > 200 cc. No donor injury or need for medical intervention is reported. MDR is filed for blood loss only.